Manufacturer narrative:
Visual and functional examination of the returned device revealed that the stent was fully mounted and the valve body had been fully retracted. The outer sheath was broken at 169 mm proximal to its distal end, which is at the monorail exit. There was dried blood along the shaft and the shaft was bent distal to the stainless steel shaft. It was not possible to retract the outer sheath by retracting the valve body due to the break in the outer sheath. The outer sheath was retracted by hand and the stent was deployed. There were no noted issues with the inner lumen or the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting procedure the stent was unable to be deployed. The lesion was located in the right carotid artery. The 8x29 carotid wallstent was selected for treatment of the target lesion. Upon deployment the stent was unable to deploy. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient status listed as 'fine'. Returned product analysis revealed a outer sheath break.